Manufacturer narrative:
B3 (date of event): the date listed is an estimated date, as the consumer did not provide the actual date of the event. During the time of this complaint and as part of an investigation into preliminary false reactive results, a field product correction impacting select lots of determine¿ hiv-1/2 ag/ab combo was executed. Abbott confirmed the impacted lots that were identified have a higher occurrence of preliminary false reactive complaints due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ab combo. The issue has been isolated to specific lots of the subcomponent that were used to manufacture the impacted kit lots; however, the kit lot number was not able to be confirmed for this investigation. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Complaints against these trend codes will continue to be monitored to identify and track any out of trend / unexpected performance at the lot and product family level. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out of trend / unexpected performance at the lot and product family level.

Event description:
The customer reported three (3) false positive results with the determine hiv 1/2 ab/ag combo test with a blood sample performed on an unknown date. This report addresses patient three (3) of three (3). The customer received positive results with the determine hiv 1/2 ab/ag combo test, and a confirmatory test was performed (unknown brand), serum type, which generated a negative result. Although requested, no information about the patient, their treatment, or outcome, was provided.